Event description:
It was reported " despite the patient remaining unstable, dr. (B)(6) ordered the preparation of the intra-aortic balloon pump (iabp) to assist with stabilization. However, during the preparation, the iabp balloon failed to inflate after several attempts. The team quickly identified the malfunction and replaced the defective balloon with another brand of iabp balloon, which successfully inflated and was used to stabilize the patient". No patient injury or consequence reported. The patients current condition is reported as "critical".

Manufacturer narrative:
(B)(4). The reported complaint that "iabp balloon failed to inflate" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported " despite the patient remaining unstable, dr. (B)(6) ordered the preparation of the intra-aortic balloon pump (iabp) to assist with stabilization. However, during the preparation, the iabp balloon failed to inflate after several attempts. The team quickly identified the malfunction and replaced the defective balloon with another brand of iabp balloon, which successfully inflated and was used to stabilize the patient". No patient injury or consequence reported. The patients current condition is reported as "critical"